Event description:
Reported the pt was having dizziness and fainting. The pt has had idiopathic orthostatic hypotension with positive tilt test. The device was disabled. At this time the relationship to the vns is unk. Per the physician, it is doubtful related but cannot be ruled out.

Manufacturer narrative:
X-ray review by MFR, no anomalies noted.